Event description:
It was reported that after wearing the pod on the leg between 37 and 48 hours, the site was painful, red, irritated. Infected with pus. The patient visited the general practitioner (gp) who prescribed antibiotics (flucloxacillin) and advised to use a barrier cream (name unspecified). The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.